Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported, that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 32x2.75mm promus elite drug-eluting stent was advanced for treatment. However, during the time of inflation, the balloon ruptured. The procedure was completed with another 32x2.75mm promus elite drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned to the complaint investigation site (cis) for analysis. Visual, tactile, microscopic, functional and dimensional analysis was performed on the device. Stent damage was noted on the proximal section of the device, a kink was noted on at the port exchange and when inflated to rbp a leak was noted that the port exchange. No other issues were identified when analyzing the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 32x2.75mm promus elite drug-eluting stent was advanced for treatment. However, during the time of inflation, the balloon ruptured. The procedure was completed with another 32x2.75mm promus elite drug-eluting stent. No patient complications were reported.